Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high capture threshold, high, out of range pacing impedance, and a decrease in sensing were observed. The lead was capped and replaced. The patient was fine.